Event description:
The patient fell out of his bed on (B) (6) 2010 and he had since become "tight". The patient had taken oral baclofen everyday for his increased tightness that was present since the fall. The patient experienced withdrawal symptoms. He was brought into the hospital where the physicians had noted that he was considerably tighter than he was prior to the placement of the baclofen pump. The hcp was unable to aspirate fluid from the catheter. A break/cut in the subcutaneous section was found. A catheter revision was performed on (B) (6) 2010. It was noted that there was good back-flow of csf (cerebrospinal fluid) at the intrathecal section of the catheter. A new catheter was spliced onto the existing catheter that was in the intrathecal space. The proximal segment of the catheter was removed. The patient was restarted on a lower daily infusion rate of baclofen 1000 mcgs/24 hrs. The patient was stated to be doing better with the dose that was titrated for effect. The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B) (4)